Event description:
It was reported during device preparation, the atrial lead was seen to be oversensing. During lead revision, it was observed the helix was half retracted but still in position. The lead was capped on (B)(6) 2021 and replaced without issue. The patient was asymptomatic and stable.